Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 28 mg/dl. The customer's current blood glucose is 170 mg/dl. The customer was treated with food. It was unknown that the auto mode feature was active or not. Customer decline/unable to trouble shoot. No further complications were reported. The customer will continue to use the device.